Event description:
Complainant alleged that the clinician responded to a pt who had coded (age & gender unknown), the device was powered up, the charge button was pressed and the device displayed a "defib fault 72" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to reported malfunction.